Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reports periods of intermittent sound with the device that can also occur with certain head movements since around the beginning of (B)(6) 2017.

Manufacturer narrative:
The reference electrode was received already damaged, most likely attributable to the removal surgery. However, based on the received information, it could be assumed that the device failed most likely due to continuous movements of the reference electrode, resulting in wire fractures. Other mechanical damages seen during investigation are also attributable to the removal surgery. This is a final report.

Event description:
Since around the beginning of (B)(6) 2017 the recipient has been experiencing periods of intermittent sound with the device that also occurs with certain head movements. Re-implantation was performed on (B)(6) 2018.

Manufacturer narrative:
Additional information: according to the received information, the recipient experiences intermittent sound perception from time to time as well as with certain head movements. Wire fractures either in the active electrode or the reference electrode caused by minute device mobility represent a possible reason for the reported symptoms, as fluctuations have been observed with continuous measurements. However, to determine an exact root cause a device investigation of the explanted device is necessary. The device has been explanted but has not been received for investigation yet.

Event description:
Since around the beginning of (B)(4) 2017 the recipient has been experiencing periods of intermittent sound with the device that also occurs with certain head movements. Re-implantation was performed on (B)(4) 2018.

Manufacturer narrative:
Additional information: according to the received information, the recipient experiences intermittent sound perception from time to time as well as with certain head movements. Wire fractures either in the active electrode or the reference electrode caused by minute device mobility represent a possible reason for the reported symptoms, as fluctuations have been observed with continuous measurements. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been set.

Event description:
The recipient has been experiencing periods of intermittent sound with the device that can also occur with certain head movements since around the beginning of (B)(6) 2017. Re-implantation was planned for (B)(6) 2018 but did not take place as scheduled at the user's request due to personal reasons. No new date has been set.